Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Both the liberator and stroller devices involved in this event were returned to caire for an evaluation. Functional testing of the liberator 45 reservoir unit indicates that the unit is fully functional. No damage to the reservoir unit occurred as a result of the adverse event. Visual inspections of the associated stroller unit revealed damage to the qdv assembly, the missing poppet, and to the unit's manifold, scratches to the manifold's inner and outer mating surfaces. The damage found is consistent with the description of the adverse event. It is likely that a large rotational torque was applied to the stroller unit during while filling from the reservoir's side fill port. The stroller's qdv assembly was subsequently damaged and allowed liquid oxygen to exit the unit.

Manufacturer narrative:
Caire is coordinating the return of both the liberator and stroller units from the distributor for an evaluation. A follow-up report will be submitted if any new information is discovered.

Event description:
The patient injured their hand while filling the portable device with oxygen, and was taken by the emergency services to the hospital. The incident led to the little finger on one hand being amputated. The customer stated that the patient received initial product training on (B)(6) 2020, and was provided with the user manual. The patient is said to have tried to block off the lox which was escaping after they removed the portable unit with a blanket. It appears that a great force or rotational moment impacted on the filling connection of the portable unit. The screws secured by a c-clip/spring ring have broken off.